Manufacturer narrative:
(B)(4).

Event description:
During a bilateral 4 level lumbar radiofrequency ablation procedure, a patient burn occurred. The neurotherm grounding pad was placed on the back of the patient's thigh. The pad site was hairy and not shaved prior to placing the pad. The patient complained of pain during ablation on the right lumbar nerves. When the grounding pad was removed, redness and a line of small blisters were noted along the upper outer edge of the pad. Silvadene cream was ordered and the patient was discharged home after the procedure.

Manufacturer narrative:
(B)(4). Two rf disposable grounding pads was received for evaluation. The results of the investigation concluded that both grounding pads functioned as intended during a simulated lesion test. The presence of hair on the grounding pads, in addition to the event description, is consistent with improper preparation and placement of the grounding pad. A review of receiving inspection results for this lot number confirmed the product was manufactured according to specifications. The rf disposable grounding pad instructions for use (IFU) states ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.